Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a professional coaguchek xs meter. Customer tested on the meter by fingerstick and the result was 5.5 inr. The customer tested on the professional meter within 7 hours and the result was 2.3 inr. The customer has a therapeutic range of 3.0-4.0 inr. The customer is not anemic, has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes to coumadin dose, no medication or diet changes, no new illness and no bleeding. Customer states they bruise easily but it is normal due to their dose of coumadin. Customer has not required treatment for bruising. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue.